Manufacturer narrative:
Block h6:device problem code a0203 captures the reportable event of stent damaged.

Event description:
It was reported that, during the procedure using a polaris ultra stent, it was noticed that the stent was found damaged. Another of the same stent was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
Block h6: device problem code a0203 captures the reportable event of stent damaged. Block h11: the polaris ultra ureteral stent was returned for analysis and was found with the suture hole and tip torn. Based on the product analysis and product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Regarding to the analysis, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get torn during the procedure affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that, during the procedure using a polaris ultra stent, it was noticed that the stent was found damaged. Another of the same stent was used to successfully complete the procedure. No patient complications were reported.